Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the verbatim: according to the notifier, after installing the device, a leak was observed

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿after installing the device, a leak was observed¿. The product in use at the time is reported to be a mz1000-br from lot 22115727. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22115727 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. H3 other text : see h.10